Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed green lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated the problem was resolved at their facility by reseating multiple flex cables. The customer indicated the device was placed back into service for clinical use and will not be returned for evaluation.